Manufacturer narrative:
(B)(4).

Event description:
It was reported that during insertion in anesthesia, the md found the connection between the raulerson syringe and needle was too loose, making it impossible to advance the needle into the pt. As a result, the guide wire was removed and a new kit was opened and used without issue. There was no reported delay, death, or complications to the pt as a result of this occurrence.